Manufacturer narrative:
The AED was returned for further evaluation. The reported condition was confirmed upon inspection. It was found that the outer green rubber power button had become dislodged from the unit, although the internal power button remained intact. While the device is still capable of delivering therapy in a rescue situation, the missing outer button could potentially contribute to a delay in therapy initiation. Therefore, this report is being submitted out of an abundance of caution.

Event description:
A customer reported that after replacing the battery in their AED device, they observed that the green rubber power button was missing. The customer confirmed that this issue did not occur during patient use.